Event description:
It was reported that a day or two after the catheter was inserted into the patient's right internal jugular vein, the md found a foreign material floating in the extension line of the proximal lumen. The material looked like a tiny piece of blue plastic, less than 2mm in size. The md removed the material and since there were no other problems with the catheter, the catheter remained in use for catecholamine under the doctors watch. The catheter was removed september 21 as scheduled. There was no reported delay, death or complications to the patient. Note: (B)(4) stated that "the doctor aspirated the particulate using a syringe."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.